Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the displacement test, rewind, basic occlusion test, self test and error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. Unit was unable to prime during prime test. Unable to determine the root cause of the prime anomaly due to pump preservation. Unable to perform the occlusion test, excessive no delivery test and the dat test due to prime anomaly. Unable to verify motor error alarm and excessive no delivery alarm due to prime anomaly. Unit had minor scratched display window, scratched cracked, broken battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: the date of death was not specified in the customer notes. The pump trace download lists data from (B)(6) 2018. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was heart attack. The caller stated that the customer did not have other health issues or illness that may have led to the customer's passing. The caller did not allege under or over delivery of the insulin pump. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller returned the insulin pump for analysis.